Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that after a generator change procedure, an alert that indicated high out of range shock impedances on the right ventricular (rv) lead vector was recorded. The lead was evaluated and found the issue to be on the proximal vector shock coil. The rv lead was reprogrammed successfully. No adverse patient effects were reported. This rv lead remains in service.